Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported gauze sponges are falling apart.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer reported gauze sponges are falling apart.¿ a review of the device history record (DHR) for lot no. 17l235062 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) sponge was returned for evaluation. The product was received opened and examined. During visual examination and cross examination of the sponge, it was not observed that it was/is falling apart. However, a hole in the product on the sponge was observed. The reason for the hole in the product is due to the tinsel strength of the woven material being weak. This can occur during production when the material is pulled during the cutting process. The material can break. The location of the tear/hole would not easily be observed during a visual inspection in production. Inspectors routinely examine a statistical sample both physically and visually. If the material did a complete tear out, then the roll would be evaluated. The lots must be deemed acceptable by passing inspections that are based on a valid sampling plan. The reported customer complaint is confirmed. The root cause was determined to be material pulled during production cutting process. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.